Event description:
It was reported that during the ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use.there were abnormalities were seen during preparation. It has been mentioned that the faradrive was placed inside the patient and when the tip of the farawave was inserted into the faradrive the air was aspirated with a syringe. Only the dilator had been inserted into the faradrive. A syringe pump at 20cc/h was used for irrigation. No fluid leak was noticed. The tip of the wire was located within the faradrive shaft when farawave was inserted into the sheath. Only faradrive dilator was inside the sheath prior to, and/or at the time, the air was observed. No air was observed into the patient. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use.there were abnormalities were seen during preparation. It has been mentioned that the faradrive was placed inside the patient and when the tip of the farawave was inserted into the faradrive the air was aspirated with a syringe. Only the dilator had been inserted into the faradrive. A syringe pump at 20cc/h was used for irrigation. No fluid leak was noticed. The tip of the wire was located within the faradrive shaft when farawave was inserted into the sheath. Only faradrive dilator was inside the sheath prior to, and/or at the time, the air was observed. No air was observed into the patient. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the <inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.